Manufacturer narrative:
Device not returned by customer. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction (ami)/cardiogenic shock (cgs). The pump stopped, three (3) unsuccessful attempt to turn the pump on before changing to another pump.

Manufacturer narrative:
Correction on d10. The product was returned and evaluated. There was no biomaterial found in the outflow cage, cannula, or entraining the impeller. The electrical resistance of the motor phases were measured and found to be within specification. The pump was able to start in the lab and ran within specification. Therefore, the root cause of the pump being unable to start was unable to be determined as it could not be reproduced.